Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of noise reversion was observed on the ventricular channel. Review of the merlin.net session records showed that device was detecting noise due to multiple oscillations on the r-wave. Patient was asymptomatic. Programming changes were recommended. Patient is scheduled for clinic visit for programming changes in the following month. Patient was stable during and after event.